Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that starting (B)(6) 2016 they have been experiencing tremendous pain 24/7 and has been getting worse every day. The patient states that the pain is so bad it makes it difficult to walk. She has been taking oxycodone for the pain but does not like it. She is currently on 4v and the last time she made an adjustment was about 3 weeks ago. It was noted that the patient had a fall about 2 weeks ago. The patient recently moved and currently does not have a managing physician. Indication for use includes spinal pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that patient started to work with an hcp. The hcp thought patient should have their device checked by a manufacturer representative. It was reported that patient still had great difficulty in walking. Patient thought the device does what is supposed to a certain point and that is mask the pain. Patient stated that they probably needed to have it turned up now but they were not sure. Patient was offered to have the stim turn up but they declined. The issue of pain and the difficulty walking was not resolved.